Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their stimulation output issue was having a shocking sensation at their ¿stimuli sensors¿, and that they do not have normal stimulation. They stated that the cause of the issue was not determined. The patient added that according to analysis, there are no deficiencies or ¿surges¿, however, they continue to feel electronic sensations similar to a shock. They stated that the issue began on about (B)(6) 2018. The patient noted that their stimulator sill is not working properly. They mentioned that it is causing additional intermittent pain sensation, and they are unable to sleep at times. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and headache. Information was reported that the patient is feeling stimulation constantly in a portion of the patient's head that is hurting the patient. The patient stated they have their ins for occipital neuralgia and usually feels stimulation on the left side of their head which has been helping the patient. The patient stated normally when they make a change they will only feel stimulation for a while and then the stimulation feeling will go away. During the call the patient decreased stimulation from 2.9 to 2.6. The patient was seeing poor communication when connecting to their patient programmer (pp), however, after the patient was walked through the steps of connecting, they were able to successfully connect. The patient stated they were seeing group c at 2.55. It was reviewed with the patient the consideration of turning stimulation off. The patient turned their stimulation off to see if that helped and the patient confirmed that the lightning bolt was gone. The patient stated they wanted stimulation turned back on. The patient noted they could tell the difference with the ins off and now that the patient turned the ins back on the patient felt worse. The patient was switched from group c to a and stated that was better. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a manufacturing representative (rep) had met with the patient at their doctors office because she was "having other issues" and he "changed the setting". The patient further clarified that "it wasn't working" and stated that she "wasn't getting any relief". The patient stated rep did some programming adjustments and stated that she has been getting relief since the programming changes and "it has been helping". No further information was reported.